Event description:
It was reported that after mixing and loading into the syringe, the cement could only be partially delivered into the patient as the cylinder as not watertight, indicative of leakage. There was no harm to the patient, and another of the same device was used to complete the procedure with about 15 minutes delay to completion.

Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Manufacturer narrative:
Visual inspection noted that the pump had water behind the o-ring upon receipt of the sample. The pump was attached to the included reservoir and it was found to slowly leak water past the o-ring on the pump. The pump was then pressure tested and it showed a max pressure of 169.0 bar, but did leak water past the o-ring. A review of the device history record for the confidence spinal cmt sys, 11c found no discrepancies during the manufacturing of the product. No issues were identified during the manufacturing and release of this product that could have been contributed to the problem reported by the customer. The product was released accompanying all quality requirements. A 12 month review of the complaint trend analysis for the confidence spinal cmt sys, 11c was performed on the family, as this failure mode could present itself across the entire confidence family. There were 2 complaints related to the water leaking past the piston of the pump. There was no harm to the patient reported in this complaint but potential harm may exist if the fault were to recur. Review of complaints found no significant trends. It was noted that this set should have been sent back as part of a recall that took place in december of 2012. This confidence recall is documented in (B)(4). Although the root cause cannot be positively determined, the damage on the setscrew appears to be related to inadvertent cross-threading during attempted insertion. The root cause for water leaking in the pump can be attributed to the injection mold used to manufacture the confidence mixing well component not producing parts within the specified cylindricity requirement, which results in some portion of the inner diameter falling below the minimum diameter specification. When used in combination with a mating wiper component approaching or exceeding the high end of the specification, increased resistance turning the mixer handle may result in the mixer blade jamming or binding. This root cause has been documented in (B)(4). Corrective action/preventative action has been taken in (B)(4).